Manufacturer narrative:
No technical service was requested or performed for the event. Upon follow up a company representative discovered that for one case there was no capsule break and the other case was patient related and not laser related. The root cause of the reported event can be attributed to patient history. (B)(4).

Event description:
Additional information received states that one patient did not experience a capsule break and the other was patient related, not laser related.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A site representative reported two cases of a posterior capsule tearing during laser assisted cataract surgery. In both cases the surgeon was able to prevent the nucleus from dropping. Additional information has been requested.